Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04677. The same patient is represented in each medwatch.

Manufacturer narrative:
Lawyer-filed report (B)(6). The patient underwent mesh implantation in order to treat stress urinary incontinence and complex uterovaginal prolapse. The patient underwent the concurrent procedures of transvaginal hysterectomy with bilateral salpingo-oophorectomy during mesh implantation. The outcomes attributed to the device were dyspareunia and vaginal scarring. It was reported that the patient underwent mesh removal surgery due to erosion on (B)(6) 2007, (B)(6) 2008. The patient underwent myocardial infarction with stint placement on (B)(6) 2013. (B)(4).

Manufacturer narrative:
It was reported that following insertion patient experienced urinary tract infection.